Event description:
It was reported the patient was not receiving effective stimulation coverage. The patient underwent surgical intervention on (B)(6) 2015, where the physician decided to implant an additional lead to the existing scs system. The patient is receiving effective stimulation now.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).